Event description:
Prior to robot assisted laparoscopic prostate surgery, erbe grounding pad ref 20193-084 needed to be changed out twice. Both were lot 230130-2405 exp [redacted]. When the first one faulted, it was noted that the pad had good adherence to skin (ruling out a contact issue), it was replaced with a new erbe pad that was attached to the anterior thigh. This second pad then faulted after a few minutes. We then changed the pad to a different brand, and it worked fine throughout the remainder of the case. No harm to patient.